Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: there were no samples or photos available for the product 367861 to confirm this complaint. A review of the device history record revealed no irregularities during the manufacture of the reported lot #6313681. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. Due to the severity and occurrence of the reported condition there will be no further action at this time. This lot number and reported condition will be tracked and trended. UDI#: (B)(4).

Event description:
It was reported that the stoppers on 13x75 mm 4.0 ml bd vacutainer® plus plastic whole blood tubes were popping off during use. There was no report of injury or medical intervention.